Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their ins was not working and has not been working for some time. Patient stated that they had too many other health issues that they didn't have the time to deal with their issues with their ins. Patient added that they've had several thermal frequency nerve ablations; having one in at least every 6 months, and that they had to turn their therapy off for the ablations. Patient mentioned that when they connected to their ins, they saw a message that said, "low battery" and that they initially thought the message was regarding their external devices, so they've charged their external devices, but then confirmed that the message was regarding their ins. Patient also mentioned that the message said, "call consultant" and that they realized that they were not getting an "effect" from their therapy, so they turned their therapy off completely back in december. Patient also mentioned that they were redirected by their hcp to manufacturer to check if there's anything that can be done with manufacturer first. Agent reviewed ablation compatibility information and redirected the patient back to their hcp to further address the issue. Before agent could ask any event information, patient stated that they will just contact their hcp again, then patient deliberately disconnected the call. Additional information was received on 2026-feb-06, patient called back and said after patient services reviewed what was previously discussed with the patient on the last call, the patient said they previously hadn't been "real concise, because frankly" they didn't "remember some of it" whey they previously reported it. Patient said that they had a call into the physician who did the thermal ablation about the situation to clarify what happened. Patient said that the physician who did the ablations always worked with people who had their type of stimulator. They then stated they didn't know when "this thing" stopped working. They said the therapy worked well for 8-10 months after they got it and then it stopped working so they had to go back on myrbetriq however that in combination with the stimulator hadn't worked either. Patient then said they tried botox but even with the botox and stimulator their bladder was having urge incontinence so finally when they weren't getting much relief or any kind of therapeutic effect, they turned the therapy off a couple months ago. Patient said they'd needed a CT scan at the time and they always turned the ins off for tests so they'd just left the therapy off after that. The patient said they didn't know when their first thermal ablation had been but they didn't think ablations or mris or CT scans had a "dang thing" to do the therapy/implant not working. Patient said now they had this "low battery message" about the internal device being low. Patient services reviewed compatibility information for ablations and the meaning behind the low ins battery message. Patient services reviewed ins battery longevity considerations and redirected the patient to follow up with their managing healthcare provider (hcp) to discuss next steps. Patient services reviewed with the patient to discuss their therapy concerns with the hcp and if needed, once their ins was replaced or removed, reviewed the hcp could send the ins back to manufacturer for analysis if needed. Agent offered the caller assistance and walked the caller through the steps of connecting to handset. Caller confirmed that they were seeing internal battery low message. Caller turned the ins on/off during the time of the call. Agent reviewed message and ins longevity with the caller. Caller stated that they have an appointment with the surgeon in a couple weeks from now , and will further discuss getting ins replaced/removed at the time. Caller mentioned that they were having surgery as well and wanted to know what steps should be taken , agent reviewed electrocautery guidelines with the patient. Caller stated they have an appointment scheduled on 18- feb -2026. Agent recommended they call hcp to confirm a manufacturer rep will be present. Caller stated they will call the doctor on monday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.